Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes, d9: returned to manufacturer on: 08-dec-2025. Investigation summary: bd received 50 samples and 4 photos for investigation. Evaluation of both the submitted samples and photographs indicated deformed packaging. Upon visual inspection of 50 retained samples, no deformed packaging was found. The retained samples are stored in a temperature-controlled environment between 18°c and 22°c. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: package poor perforation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® push button blood collection set, 50 devices had poor perforation of the packaging. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® push button blood collection set, 50 devices had poor perforation of the packaging. There was no health impact or consequences reported.